Manufacturer narrative:
Additional information: d10, g4, h3, h6 h3. Evaluation summary: one sample of device was received for evaluation and the reported issue cut in cuff is confirmed. An inflation/deflation test was performed and it was observed the cuff deflated immediately. A visual inspection was performed and it was observed the cuff presents a small cut. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device cuff kept deflating. It was indicated that they had to re-intubate the patient three times.